Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support (mcs) coordinator that there was difficulty connecting the monitor and batteries to the data and power ports of the controller, respectively. The controller was exchanged without any issue. There were no reported consequences or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient had difficulty connecting to power port connectors. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection due to a loose serial port connector. No connection issues were noted with the controller power and serial port connectors. Power sources were able to connect firmly to the power ports. No connection issues were noted with the controller power and serial port connectors. Power sources were able to connect firmly to the power ports. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information provided indicated that the event was not associated with any controller alarms or vad stops. The controller had not been dropped or sustained any damage. The user did not apply excessive force when trying to connect. The controller exchange resolved the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.